Event description:
It was reported that the purewick was worked a little bit, and the customer did not like that. They had it in the hospital it didn't work all the time. They ended up getting an infection then they bought one for home. If they didn't put in right, then got wet. Now, they have a catheter. No medical intervention was reported.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings, and no sample was available for evaluation. No actions can be taken at this time since a root cause was not identified. A DHR review is not required as the lot number is unknown. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. Correction- d. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the purewick was worked a little bit, and the customer did not like that. They had it in the hospital it didn't work all the time. They ended up getting an infection then they bought one for home. If they didn't put in right, then got wet. Now, they have a catheter. No medical intervention was reported.